Manufacturer narrative:
On 20 october 2017 the medical affairs performed a clinical evaluation and commented as follows: knee revision surgery is required 5,5 years after primary implantation. Radiographic images show the presence of a loosened insert fixation screw. This event may be due to insufficient tightening torque but the true cause cannot be determined. Immediate removal is strongly recommended. Batch review performed on 24 october 2017. Lot 120160: (B)(4) items manufactured and released on 29 march 2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the screw had backed out of the poly. The surgeon swapped the poly as planned, the surgery was completed successfully.